Event description:
The pt was implanted with a ventricular assist device (vad). The surgeon reported fibrin and clots in the right vad and a decision was made to exchange the pump. Two days post-exchange, the pt received a heart transplant.

Manufacturer narrative:
The pt received a heart transplant two days after the pump was exchanged. The current location/device disposition is unk by the manufacturer at this time. Further info has been requested and we are awaiting a response. Thrombus formation is a recognized risk associated with vad therapy and is documented both in the IFU and in the literature. The action taken (pump exchange) did not indicated a malfunction of the device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation reports is completed